Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial number (B)(4). The patient was tested on the meter at 2 p.m. And the result was 3.1 inr "c". A new sample was collected from the patient and tested on the meter, resulting as 2.0 inr "c". It was not known if the second sample was collected from the same finger or a different finger. After testing on the meter, a sample from the patient was tested using the dade innovin test method on a sysmex unit and the result was 1.0 inr. All results were obtained within seven hours of each other. It was explained to the customer that the "c" flag next to the inr result indicates that the sample was seen by the meter as a control. The patient was not adversely affected. No treatment was provided to the patient based on the results from the meter. The patient is a stroke patient and is not taking coumadin. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 128037-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples performed as specified.

Manufacturer narrative:
The customer's meter and two vials of test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter-- vial #1: 3.3 inr. Vial #2: 3.3 inr. Customer strip and meter-- vial #1: 3.1 inr. Vial #2: 3.1 inr. Donor #2: master lot and retention meter-- vial #1: 2.9 inr. Vial #2: 2.9 inr. Customer strip and meter-- vial #1: 2.7 inr. Vial #2: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Results shown with "c" mean that the applied specimen was detected as control solution. Blood samples with hematocrit = 25 % will be reliably detected as a blood sample. If blood samples with a very low hematocrit should be detected as control, the maximum error due to a wrong hematocrit correction is 15% on inr. Inr results marked with "c" may occur if the hematocrit value is very low - or due to faulty blood collection: e.g. Contamination of the sample with sweat, lymph, water, alcohol, and etc.